Event description:
It was reported that a patient's right ventricular leadless pacemaker (rvlp) exhibited high capture threshold. Computed tomography was performed and revealed that the rvlp was dislodged and in the pulmonary artery. The rvlp was explanted. The patient was stable following the procedure.